Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: failure analysis - investigation of the returned unit was unable to duplicate slippage as when the clamp is properly positioned and put under pressure, it does not move. However, the unit has up and down movement in the lock, and the teeth are ratcheting slightly while in the unlocked position. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirm the initial findings of the service team with the observation that the unit has minor movement in the lock and slight wear around the starburst teeth; no additional issues were observed. To resolve the issues, all worn components will be replaced with new parts along with general maintenance and cleaning. Root cause - the complaint is not confirmed for slippage. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield composite series skull clamp (a1059) was used for a "craniotomy for tumor resection" procedure, and the patient's head slipped slightly when positioning. This resulted in a 3cm scalp laceration from the pins slipping, which was stapled. There was a delay of 10 minutes; however, the tumor resection was completed.